Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a battery issue as the "settings are too high". It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to high output on the rv lead. Reprogramming was carried out. No patient complications have been reported as a result of this event.